Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that they obtained discordant ck, crea, ggt, glu, co2 and tbil results on multiple patient samples on an advia chemistry xpt instrument. Siemens determined that the quality controls (qcs) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and discovered 2 tubes which had been incorrectly connected to the vertical pump reagent wash pump 2 (rwp2). The cse corrected the tube connections and tested the instrument, resulting acceptably. Incorrect rwp2 tube connections potentially contributed to the discordant ck, crea, ggt, glu, co2 and tbil results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low creatine kinase (ck), gamma-glutamyl transferase (ggt), total bilirubin (tbil), creatinine (crea), carbon dioxide (co2) and glucose (glu) results were obtained on 20 samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on one of two alternate advia instruments, resulting higher. Additionally, a discordant, falsely elevated ggt result was obtained on a patient sample on the same advia chemistry xpt instrument. The discordant result was reported the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat results for all samples were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ck, ggt, tbil, crea, co2 and glu results or falsely elevated ggt result.